Event description:
Note: this report pertains to one of two devices used during the same procedure. (MFR. Reports # 3005099803-2013-02346 and # 3005099803-2013-02347). It was reported to boston scientific corporation that two rx cytology brush devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, there was difficulty advancing the first rx cytology brush (subject of this report) down the scope. In addition, while attempting to extend the brush, the thumb ring broke off the handle and the handle wire bent. Due to the bent handle wire, there was difficulty moving the brush in and out of the sheath. A second rx cytology brush (MFR. Report # 3005099803-2013-02347) was then used. However, there was also difficulty advancing the device through the scope. While trying to deploy the brush, the thumb ring broke off of the handle and the handle wire bent, making it difficult to move the brush in and out of the sheath. The procedure was able to be completed with these two rx cytology brushes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) for the reported event: difficulty retracting brush. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. (MFR. Reports # 3005099803-2013-02346 and # 3005099803-2013-02347). It was reported to boston scientific corporation that two rx cytology brush devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, there was difficulty advancing the first rx cytology brush (subject of this report) down the scope. In addition, while attempting to extend the brush, the thumb ring broke off the handle and the handle wire bent. Due to the bent handle wire, there was difficulty moving the brush in and out of the sheath. A second rx cytology brush (MFR. Report # 3005099803-2013-02347) was then used. However, there was also difficulty advancing the device through the scope. While trying to deploy the brush, the thumb ring broke off of the handle and the handle wire bent, making it difficult to move the brush in and out of the sheath. The procedure was able to be completed with these two rx cytology brushes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was retracted upon receipt and the working length of the device was kinked in several locations. The orange thumb ring was detached and not returned and the handle cannula was bent. A portion of the blue paint was scraped off of the distal tip of the catheter, likely due to interaction with the scope. Functional evaluation found that when the handle cannula was actuated, it was very hard to move the brush wire. The handle was disassembled and it was found that the brush wire was severely kinked at the distal end of the handle cannula. The device was difficult to insert into a duodenoscope with a 2.8mm working channel; this is due to the kinked sheath. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since inserting too much of the working length into the scope at one time could have caused kinks. Once the working length became kinked, it would not allow the brush to extend and retract freely. Continued efforts to actuate the device likely caused the handle cannula to bend/break. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.